Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was difficult to move the delivery catheter system (dcs) through the aortic arch. Therefore, the guide wire was changed out and the dcs was passed over the aortic annulus. The guide wire was then changed to a boston scientific super stiff wire (no pig tail use) and the valve was successfully deployed, following which, the blood pressure dropped dramatically. The dcs was pulled on to remove from the patient, cardiac massage and shocks were performed while the dcs was still in the patient. The decision was made to take the patient to surgery, where the patient expired. The surgeon discovered a hole in the lateral inferior left ventricle. The coreyalve was in a good implant position with no annulus rupture. The nose cone of the dcs was found in the left ventricle and thought to have been broken off during CPR. Review of the procedural films showed that the dcs was intact after the blood pressure drop. The cause of the perforation was determined to be the guidewire. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).